Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8220325, serial/lot #: ni/ni. Analysis of the mainframe found no fault with the unit. The customer's complaint could not be duplicated. Cleaned and placed unit into burn-in for 24 hours to try to duplicate customer complaint. Removed and tested in accordance with manufacturing specifications. The muting cable did not have any physical damage such as cuts, damaged cable or connector. Ensured o-ring and ferrite was not chipped, cracked or damaged and in proper location. Analysis of the interface found that the unit came in with a gouged cable that failed the triboelectric immunity test. Disassembled, cleaned, replaced cable, replaced broken clip, replaced cracked spare fuses, replaced torn spare fuse label, replaced torn fuse label, replaced missing delrin washer, replaced 2 missing o-rings, replaced 2 worn wave washer, reassembled, and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that there was no detection/signal from the devices during the procedure. The patient's nerve was severed/cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received mentioned that the devices were hooked properly. All checks were green when the procedure started and the machine was making an unusual amount of noise. They checked all visible cords and plug-ins and nothing was found. They rebooted the system and all checks were green. They called another personnel that uses the machine more frequently and she felt that everything was hooked up correctly. The machine seemed like it was better for a little while then it started to make a lot of noise again and probe stopped working. They rebooted the machine again and called for tech support for assistance, they went through all checks again and all were green and machine probe worked throughout the rest of the case.